Event description:
The customer states that the architect i2000 lh assay (lot 33198m200) caused the non-abbott mcc controls and patient values to shift high. The control values are running higher than the values provided for restandardization. The abbott customer technical advocate confirmed that reagent and calibrators are both restandardized lots and that the customer is comparing to restandardized values. No patient results have been reported from the lab as the customer is only performing a comparison study at this time. There is no impact to patient management reported.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott controls and patient samples, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal f," may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.